Event description:
Additional information was received - 09sep2024 and 27sep2024: as reported, prior to a stone removal procedure, the user opened an ngage nitinol stone extractor and when the button was pulled to open and close the basket, it did not work. The device locked in the open position when it was opened before use, could never be closed. The issue with this device was discovered and tested prior to patient contact and the device was not used. Another similar device was used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. A laser was not used.

Manufacturer narrative:
Additional information: b5, h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a stone removal procedure, the user opened an ngage nitinol stone extractor, when the user pulled the button to open and close the basket, it did not work. The issue with this device was discovered prior to patient contact and the device was not used. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
. Corrections: h6: annex a and g investigation ¿ evaluation as reported, prior to a stone removal procedure, the user opened an ngage nitinol stone extractor and when the button was pulled to open and close the basket, it did not work. The device locked in the open position when it was opened before use, could never be closed. The issue with this device was discovered and tested prior to patient contact and the device was not used. Another same like device was used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. A laser was not used. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Interview of personnel was also conducted. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation without package. Function test performed; basket assembly not caught in collet. Disassembled handle and reset. Handle now actuates basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.